Manufacturer narrative:
Eval summary: poly shows backside wear and cold flow consistent with approx 6 years implantation, some damage due to hyperextension and chipping of the medical edge with unknown cause. Wear performance of a component is dependent on many factors, including patient activity and patient weight, many of which are out of the control of the manufacturer. The component in question was properly manufactured from approved materials in accordance with the manufacturing practices of the time. The probable cause of failure is wear. Eval: both articular surface compartments exhibit wear and deformation. A portion of the medial edge is fractured. The backside has the engravings worn away. There are also two oblong protrusions on the backside that correspond with the holes in the baseplate. Device history records indicate device manufactured to specification. Scanning electron microscopy analysis shows wear damage on articulating surface and the backside surface. Energy dispersive spectroscopy analysis of the insert material showed a carbon (c) peak in the spectrum that is typical of uhmwpe.

Event description:
It is reported that the device was implanted in 2001. Revision surgery occurred in 2007, due to osteolysis.